Event description:
The external pulse generator was returned to the manufacturer due to the advisory, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) battery drawer broken. Upper and lower cases broken. Ring cover and two side bail covers broken. Battery release, heart block, and heart wire contacts contaminated. The ring is bent.